Event description:
A report was received that a patient is scheduled to be explanted. The patient was recently implanted and continues to have a lot of pain. An x-ray confirmed lead migration and the physician recommended to explant the entire system. The physician thinks the patient may have a pinched nerve, which is causing the severe pain.